Event description:
Filter on prisma set would not pass testing and seemed to have an air leak somewhere in the system. Testing occurred on 8 occasions with each test failing. The filter was flushed with 8 liters of 0.9 normal saline and still would not pass the test. A new prisma set was obtained, and the filter was flushed and it passed the test.